Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced pain with and without device use and was put under general anesthesia on (B)(6) 2015, to evaluate the implanted device. However, the issue could not be resolved. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The cochlear implant was reevaluated on (B)(6) 2015, using the integrity test system. The results are consistent with a device malfunction. This report is filed june 19, 2015.